Manufacturer narrative:
Batch review performed on 20-aug-2020: lot 103236: (B)(4) items manufactured and released on 23-nov-2010. Expiration date: 31.10.2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: ball heads: cocr 01.25.012 cocr ball head 12/14 ø 28 size m 0 (k072857) lot. 132343. Batch review performed on 09-sep-2020: lot 132343: (B)(4) items manufactured and released on 03-jul-2013. Expiration date: 31-may-2018. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016. Additional implant involved: liner: versafitcup dm 01.26.2860mhc double mobility hc liner ø 60/28 (k092265) lot. 114609. Batch review performed on 09-sep-2020: lot 114609: (B)(4) items manufactured and released on 18-feb-2012. Expiration date: 31-jan-2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting discomfort 6 years and 8 months after the primary. The cause of the discomfort is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.